Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) via reusable pen (humapen luxura burgundy) (humulin 70/30); dosage regimen, route of administration, indication for use and start date were not reported. Sometime while on human insulin isophane suspension 70%/ human insulin 30%, he experienced hypoglycemia of 33 mg/dl. The event of hypoglycemia was considered serious due to medical significance. Also, his humapen luxura was not delivering all dose because the injection button did not administer (lot number 1104b01,(B)(4)). Information regarding corrective treatments, outcome of the events and human insulin isophane suspension 70%/ human insulin 30% was not reported. The user of the humapen luxura and their training status was not provided. The humapen luxura model and suspect humapen luxura durations of use were not provided. The status of the humapen luxura was unknown. The reporting consumer did not provide a relatedness assessment between the events and human insulin isophane suspension 70%/ human insulin 30% (rdna origin) or the humapen luxura. On 16feb2017: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. A male patient reported his humapen luxura device was "not delivering all" his dose because "the injection button did not administer." The patient experienced hypoglycemia, which is inconsistent with the alleged malfunction of "not delivering all" his dose. The investigation of the returned device (batch number 1104b01, manufactured april 2011) found the device had an uneven injection force that would not meet glide (injection) force specifications. Malfunction confirmed. Examination of the device found an oily foreign material on multiple internal parts of the device and glass particles inside the front housing threads. The presence of the oily foreign material and the glass particles caused mechanical difficulties with the device, inhibiting proper movement of the injection screw when dosing. There are several inspection points throughout the manufacturing process which would have rejected the components if observed to have been contaminated by the oily foreign material. Therefore, the observed oily foreign material was introduced while in the field and not during the manufacturing of the device. The user manual states, "do not use alcohol, hydrogen peroxide, bleach, cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. The device was contaminated with an oily foreign material while in the field (not related to the manufacturing process). It is unknown if this is relevant to the event of hypoglycemia.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) via reusable pen (humapen luxura burgundy) (humulin 70/30); dosage regimen, route of administration, indication for use and start date were not reported. Sometime while on human insulin isophane suspension 70%/ human insulin 30%, he experienced hypoglycemia of 33 mg/dl. The event of hypoglycemia was considered serious due to medical significance. Also, his humapen luxura was not delivering all of the dose because the injection button did not administer (lot number 1104b01, (B)(4)). Information regarding corrective treatments, outcome of the events and human insulin isophane suspension 70%/ human insulin 30% was not reported. The user of the humapen luxura and their training status was not provided. The humapen luxura model and suspect humapen luxura durations of use were not provided. The humapen luxura was returned on 16feb2017. The reporting consumer did not provide a relatedness assessment between the events and human insulin isophane suspension 70%/ human insulin 30% (rdna origin) or the humapen luxura. On 16feb2017: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 17mar2017: additional information received on 16mar2017 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the improper use and storage to yes; updated the malfunction field to yes/not cirm; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 30mar2017: additional information received on 30mar2017 from the global product complaint database. Updated the european and canadian (EU/ca) device information. Corresponding fields and narrative updated accordingly.